Manufacturer narrative:
Per the device IFU: rechecking the patient's skin condition: recheck the entire area of the patient's skin condition that is in contact with the pad at least every 30 minutes. Note any change in the skin integrity that relates to:· excessive moisture - dry the skin surface by wiping away the moisture. Color of the epidermis· skin texture: patient's skin condition is acceptable to continue therapy.

Event description:
Customer reported severe patient burn inner right thigh with use of tpump system.